Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg)displayed an error code. Errors were found in the log, the main printed circuit board (pcb), is out of specification (electrical). The printed circuit board (pcb) was reset with firmware and updated. It was also determined at analysis that the ventricular output connector was damaged (dent). The keypad window was chipped, and the hanger screw was contaminated. Both wires on the liquid crystal display (lcd) were pinched. (Not compromised). All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
A programmer was returned into service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.